Event description:
It was reported that the patient underwent a surgical procedure to extend a construct and to replace set screws that had backed out. Sometime post op it was found that the bonescrews at l5 and vb replacements had backed out. A second revision surgery took place to remove the l5 pedicle screws and extend the construct to the iliac. No additional patient complications were reported.

Manufacturer narrative:
F(B)(4). The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # h12g0349, lot # h12h0503, lot # h12j1739 and # h12l0572. This part is not approved for use in the united states; however, a like device catalog # 54840006545, 510k # k091974 was cleared in the united states. Manufacture date for lot h12g0349 is 8/8/2012; manufacture date for lot h12h0503 is 8/28/2012; manufacture date for lot h12j1739 is 10/18/2012; manufacture date for lot h12l0572 is 12/22/2012. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.